Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) provided therapy to the patient.  An interrogation of the device was performed, and no shocks were delivered.  It was noted that the right atrial (ra) lead had undersensing on the electrograms (egm).  The device and lead remain in use.  No further patient complications have been reported as a result of this event.